Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that noise on merlin.net transmission was observed. The record was reviewed and auto mode switch (ams), high frequency noise and high ventricular rate (hvr) were noted. Programming changes were discussed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that upon reviewing the last merlin.net transmission, no noise reversions was noted on the device. Programming changes were made.